Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2013 in a patient with functional mitral regurgitation and a restricted posterior leaflet. During the procedure, two clips were implanted; there were no anatomic challenges with the anterior leaflet. Although there was some difficulty with visualization, there was no difficulty with the implantation of two clips; the functional mitral regurgitation (mr) grade was reduced from 4 to 2. On an unspecified date, the patient experienced shortness of breath due to progressive mr which had increased to 4+. The cause of the increased mr was due to one of the clips detaching from the anterior leaflet. On (B)(6) 2013, the patient was scheduled to undergo a second mitraclip procedure. The second procedure was performed on (B)(6) 2013 and one clip was implanted reducing the mr grade to 2-3. Post procedure, the patient was clinically stable and was discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation and the mitraclip remained attached to the mitral valve leaflet; therefore, an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the available information for this lot, there is no evidence to suggest that the device issue is related to the manufacturing process. Based on the information reviewed, there is no indication of a product deficiency.